Event description:
A malfunction was reported, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on how to reset the pump and, after doing so, confirmed that the malfunction code did not recur. The customer successfully set up the pump again independently and was advised to contact support if the issue reappeared.